Event description:
The physician achieved arteriotomy closure with the closer s device in 2002 following an interventional procedure. The pt did undergo a diagnostic procedure four days before that was closed via manual compression. The pt was reported to leave the hospital in 2002 against medical advice. The pt presented to an emergency room the following month with complaints of "bleeding from right groin everyday since procedure and weakness for 2 days." It is unknown what treatment was rendered in the emergency room. The pt then presented to the customer's emergency room the next day with complaints of chest pain for 1 hour duration, fever for 2 days and chills. The pt was admitted to the hospital. Upon examination the physician noted the right groin with "a palpable pulsatile hematoma with central skin necrosis and erythema as well as areas of purpura. Distal pulses intact though somewhat diminised." The pt went to surgery in 11/2002 for exploration of the right groin artery and autogenous vein grafting of the femoral artery. A plastic surgeon was present and also performed a muscle flap before closure. As of 2002 the pt remained hospitalized in the burn unit. The reason for admission to the burn unit is unknown. Add'l info has been requested, but not rec'd.